Event description:
It was reported by the medcomp distributor that an ash split catheter fell out of the pt after hemodialysis treatment. The catheter was not functioning well and it was planned for removal.